Event description:
While onsite at the customer¿s facility, a philips field service engineer (fse) reported that the electrocardiogram (ECG) waves were showing a good signal quality at their philips intellivue information center (piic), but the heart rate (hr) values displayed 0 for multiple sectors/patients. No alarms or status messages were generated. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
While onsite at the customer¿s facility, a philips field service engineer (fse) reported that the electrocardiogram (ECG) waves were showing a good signal quality at their philips intellivue information center (piic), but the heart rate (hr) values displayed 0 for multiple sectors/patients. No alarms or status messages were generated. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.